Event description:
Information received indicates the right head siderail broke off from the siderail arm.

Manufacturer narrative:
The technician found the mounting holes in the plastic siderail were stripped out which allowed the siderail to come off the bed. The technician replaced the siderail and screws to repair the bed.